Manufacturer narrative:
Follow-up # 1: the lay user/patient¿s meter was returned and evaluated by lifescan product analysis with the following findings: error message 4 is observed in the error log, but the error was not reproduced during the investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) alleging that her onetouch verio iq meter was displaying an unknown error message- ¿retest with a new strip¿. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged issue began on ¿(B)(6) june 2015¿. The patient takes a combination of medications to manage her diabetes and continued with her usual diabetes management routine as a result of the alleged error message. On an unspecified time after the alleged error message appeared the patient reported that she developed symptoms of ¿getting nervous¿. The patient denied receiving any treatment. At the time of troubleshooting the cca noted that the patient was unable/unwilling to answer if the issue was resolved after walking the patient through a retest. Replacement products were sent to the patient. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did they receive medical intervention for either of these conditions. This complaint is being reported because the alleged product issue was not resolved during troubleshooting